Event description:
Pt 4 weeks port-op axillary bi-fem vascular graft implantation on 10/28/96, pt describes history of reaching up with left hand to pull himself off floor. He noticed an acute onset of pain and shortly thereafter, swelling was noted in the infraclavicular fossa of the left chest. Ultrasound studies done -presumed anastomotic leak proximal ax-fem graft area. Op note reveals toe of anastomosis from 3 o'clock to 9 o'clock position appeared intact and graft in this location still attached to axillary artery. Appeared that graft had split at this location leaving a portion of the toe attached to the artery while the remainder of the graft dehisced from the heel of the artery and retracted distally.